Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this recently implanted cardiac resynchronization therapy defibrillator (crt-d) triggered alerts for high out-of-range impedance measurements on all leads in the system. Technical services (ts) reviewed the device data and noted that the alerts were dismissed using a programmer. The representative explained that approximately one day before implantation, this device was taken out of storage, but the physician opted to use another device instead, which led to the high out-of-range impedance on all channels. No adverse patient effects were reported. This crt-d remains in service.